Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d-10: device available for evaluation: yes section d-10: returned to manufacturer on: 08/25/2020 section h-3: device returned to manufacturer: yes device evaluation: the device was evaluated under microscope with the sme (subject matter expert) and no residues of viscoelastic was observed in the cartridge. The lens was stuck on the device. No resistance was felt when handling the device during the evaluation. The reported issue was not verified however stuck in cartridge was confirmed but it could not be determined if the condition observed is related to manufacturing process as the reported lens was handling and used in a surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient age/date of birth: unknown as information was not provided. Patient gender: unknown as information was not provided. If implanted, give date: not applicable, as the intraocular lens was inserted and removed in the initial surgery. If explanted, give date: not applicable, as the intraocular lens was inserted and removed in the initial surgery. Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) ejected prematurely and there was patient contact. There was no medical and no surgical intervention. The procedure was completed using another lens with the same model and diopter size. Through follow-up, additional information was received confirming patient was fine after the procedure. No further information is available.